Manufacturer narrative:
(B)(4).

Event description:
A surgeon reported he damaged the pacemaker leads while utilizing the plasmablade device. It is unknown if the device was activated in cut or coag mode, how many leads were damaged, or how far into the case the event occurred. In addition, it is unknown if there was any patient impact and how the case was completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.